Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that approximately after 2 months of implantation lens was explanted due to patient was not being happy with their vision - near and distance. The lens was exchanged with monofocal lens in a secondary procedure. Additional information was requested.